Manufacturer narrative:
(B)(4). Initial reporter - international phone number: (B)(6). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was not returned; however, photographs of the device were received. Inspection of the photographs was unable to verify the reported condition as the photographs were not clear enough to identify a cracked or leaking component. A retained sample was then evaluated. Visual inspection was performed with no issues noted. Gravity testing was then performed with no issues noted; the solution correctly ran through the tubing. The reported condition was unable to be verified nor replicated. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set leaked from its filter. This occurred during priming with a chemotherapeutic solution. There was no patient involvement. No additional information is available.